Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple unexpected restart. A cold reset was performed. The customer¿s blood glucose level was unknown. The customer also stated that they received watchdog time out alarm and blank display. Customer stated that their insulin pump had beep anomaly. Insulin pump beeps while tone test. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, watchdog timeout error, unexpected restart error or audio or beep anomaly due to blank display.